Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead his bundle lead exhibited high thresholds. The rv his lead was capped and replaced with a left bundle branch rv lead. No patient complications have been reported as a result of this event.